Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted with further testing required. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pinhole (0.013") over the inflation lumen at the bifurcation. This is a failure per procedure which states that the shaft must not be damaged or pinched. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.)" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked at the bifurcation of the shaft during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked at the bifurcation of the shaft during use.